Event description:
It was reported that a potential hole in the side wall lumen occurred. An opticross hd imaging catheter was selected for use. A potential hole in the side wall lumen of the device was observed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed no holes or damages and the guidewire exit port was observed damaged and lifted. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. No leaks were noticed during functional testing.

Event description:
It was reported that a potential hole in the side wall lumen occurred. An opticross hd imaging catheter was selected for use. A potential hole in the side wall lumen of the device was observed. The procedure was completed with another of the same device. No patient complications were reported.